Event description:
Adverse event(s): "possible case of tass" (inflammation). Product problem(s): "no known device problem" (no known device problem). The customer reported a potential case of tass. The surgeon stated he was unsure if the case was tass as the inflammation was very slight. The company sales representative stated the customer has changed to a disposable cannula and blades. The customer stated some instruments were noted to have rust on them. The facility is a multifunction surgery center and they do perform all types of surgeries. The eye instruments are cleaned in the same area as the other non-eye surgery cases, but in a separate basin. The customer stated the sterilizer was checked and the sterilization technician stated the tass events were in relation to her sterilization containers. The customer stated no issues of tass occurred until she started to use these containers. The customer is not sure that any alcon product has caused or contributed to the events. The surgeons inject epinephrine into the bss bottles. Two surgeons have reported tass at this facility. A third surgeon that performs surgery at this facility has not had any cases of tass. A clinical site visit has been scheduled to assist in identifying the possible source. This report is for one patient; for additional patient see mfg. Report #: 2028159-2010-01506.

Manufacturer narrative:
Copies of the directions for use for the phaco handpiece, I/a handpiece, and I/a tips and a copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from (B)(6) and (B)(6) were sent to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)